Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 9/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/23/2016 with the following findings: a review of the pump¿s black box data showed no evidence of power issues. During testing, the pump powered on normally. The pump was exercised for 24 hours with no loss of power occurring therefore the initial complaint about a power issue could not be duplicated during this investigation. During visual inspection of the pump, it was observed that the pump case was cracked near the top right corner of the display and the display screen was dim and discolored. A leak test was performed and failed due to leaks in the cracked pump case. There was no damage found to the returned battery cap or to the battery compartment. The returned battery cap was able to attach securely to the pump. The pump was opened and there was moisture damage found on the printed circuit board (pcb). (B)(4).